Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's review of the customer cleaning disinfection and sterilization (cds) processes, the customer's culture results, and the legal manufacturer's final investigation. Corrected fields: b3 (information inadvertently missed on the initial), b5 (first culture results were missed on the initial), e2/e3/g2 (information was inadvertently missed) the legal manufacturer reviewed the customer provided cds processes and there were no obvious deviations from instructions for use (IFU). The customer retested the scope and no bacteria was found. As a result, the device was not returned to olympus for evaluation and the reported issue could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following chapters are included in the device IFU describing reprocessing procedures: chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection and sterilization procedures, chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device tested positive for 11 colony forming units (cfus) of aerobic microorganisms (30¿, three days) and 13 cfu aerobic microorganisms (30¿, five days) in the distal end. Additionally the channel tested positive for 2 cfu aerobic microorganisms (30¿, three/five days). Additional information was provided by the customer. The device was sampled again on 02aug2024 and the device tested negative for bacteria with <1 cfu in all channels.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.